Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch verioiq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 7:32 (unknown if am or pm) readings of ¿191mg/dl¿ was obtained on the lfs meter compared to ¿123mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient did not report what medications she takes to manage her diabetes or if she made any changes to her usual diabetes management routine. The patient reported immediately after the issue occurred, she became tired. The patient reported on (B)(6) 2013 at an unknown time she went to see her doctor for an office visit, and her medications were changed to include insulin. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and an approved sample site for testing. The cca confirmed the patient was using the correct testing steps. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.